Event description:
It was reported by that the right spindle would not lock. Upon inspection of the unit by the service technician, it was identified that the issue alleged by the customer was confirmed.

Manufacturer narrative:
Result: lock spindle.